Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined (B)(4).

Event description:
During a follow up, there was no left ventricular capture. The device was reprogrammed to resolve the event. The patient is in stable condition.